Event description:
As reported by the field clinical specialist, during a tavr procedure with a 26mm s3u valve and 14f esheath via transfemoral approach, there was trouble driving the valve system through the anatomy. The patient anatomy was heavily calcified, tortuous, and small. When the valve exited through sheath, it was not sure if the distal edge of frame was damaged in a tortuous aorta or in the sheath. The distal aspect of the valve frame was peeled back almost into a 90 degree configuration. An attempt to bring the valve back into the sheath was unsuccessful. There was retrieval difficulty of the delivery system as the proximal portion of the crimped valve would not enter the sheath. The valve was deployed in the abdominal aorta just below the renal arteries with good apposition and ultrasound confirmation. A second valve was introduced and placed successful in the aortic position.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 component code and investigation conclusions the device was not returned for evaluation. 3mensio imagery was evaluated and the following was observed: calcification seen in patient's access vessels. Undersized vessel diameters also noted. Tortuosity seen in patient's access vessels. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint for withdrawal difficulty was unable to be confirmed, a complaint history review is not required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulty was unable to be confirmed without the returned complaint device or procedural imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Without the work order information, a review of the device history record and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "an attempt to bring the valve back into the sheath was unsuccessful. There was retrieval difficulty of the delivery system as the proximal portion of the crimped valve would not enter sheath." Additionally, the complaint description reports, "the patient anatomy was heavily calcified, tortuous, and small." The provided imagery revealed the patient's access vessels were calcified, tortuous, and undersized. These patient factors may contribute to a non-coaxial withdrawal of the delivery system into the sheath. In this configuration, it might have led to the crimped valve to catch on the sheath distal tip and prevent any further withdrawal. Available information suggests patient (calcification, tortuosity, undersized vessel) and procedural factors (withdrawal of crimped valve) contributed to the reported event. However, due to lack of imagery and returned device, a definitive root cause is unable to be determined.